Event description:
It was reported that the patient underwent an unrelated surgery and did not place their ipg in surgery mode. As a result, the ipg became inoperable. Surgical intervention took place where the patients ipg was explanted and replaced.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.